Event description:
It was reported that the latitude monitor had a high impedance alert for this system. There were no known adverse patient effects. The system remains implanted.

Manufacturer narrative:
This supplemental report is being filed to correct the bsc aware date on the report details tab to september 25, 2024.

Event description:
This supplemental report is being filed to correct the bsc aware date on the report details tab to september 25, 2024. It was reported that the latitude monitor had a high impedance alert for this system. There were no known adverse patient effects. The system remains implanted.